Event description:
It was reported that during a da vinci myomectomy procedure, the surgical staff noticed that a 'cable was cut' from the fenestrated bipolar forceps instrument. Per the customer, at the time of the reported event, nothing fell into a patient during the surgical procedure. The surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint that the 'cable was cut'. The instrument's pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument used during this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction, if to recur could cause or contribute to an adverse event. This complaint is being reported due to a broken pitch cable found during failure analysis.